Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cartridge compartment was damaged and the cartridge cap would not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up # 1: date of submission 11/04/2016 - correction: report # 2531779-2016-30506 takes place of the report # 2531779-2016-30243. Please disregard report# 2531779-2016-30243 as it constitutes a duplicate to report # 2531779-2016-30506. The report # 2531779-2016-30506 will be used in all further communications regarding the event.